Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a red rash on her back. The rash was starting to open and was raw. The patient's physician applied a medicated patch to the rash. Follow-up indicated that the rash improved.